Event description:
It was reported that medfusion 4000 pump syringe plunger not in place. No patient injury reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal and had a cracked right plunger case. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Replaced plunger board and secured with glue. The cause of the reported problem was traced to the customer damage of the device. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 4000.

Manufacturer narrative:
Additional information was received by smiths medical and attached on 8 june 2022, there was no patient involvement or injury to the patient when reported. When testing, got this error message immediately.